Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device intermittently reboot power on it's own. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The activity log was reviewed and the customer report was not observed or substantiated. It is important to note, the batteries used during this event were not returned for evaluation. The device was recertified and returned to the customer. No trend is associated with reports of this type.